Event description:
Per the clinic, the patient experienced no sound and no connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.